Manufacturer narrative:
(B)(4).a request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link needlefree IV connector separated from an unknown IV set causing a leak. This occurred during patient infusion. It is unknown if there was patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: as the sample was not returned and the lot number is unknown, a device analysis cannot be completed and a cause could not be determined. Should additional relevant information become available, a follow-up medwatch will be submitted.